Event description:
During an implant procedure, the helix of the right ventricular (rv) lead was unable to be extended and retracted after being placed into the patient's body. This right ventricular lead was exchanged with a second right ventricular lead, which was tested prior to implanting into the patient. Upon testing, the helix of the second right ventricular lead appeared to jump out of the lead. As a result, the second right ventricular lead was replaced and the third right ventricular lead was able to be successfully implanted to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one-piece for analysis and was returned with the helix retracted and free of blood/tissue. X-ray examination of the helix mechanism revealed the helix to be bent, which is consistent with procedural damage. The cause of the reported event was isolated to the distortion of the helix mechanism. No other anomalies were noted.